Event description:
Caller alleged discrepant precision results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.4, coagucheck: 1.9. Finger stick was performed by the nurse at the doctor's office.

Manufacturer narrative:
Investigation pending.